Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer replaced the turbine driver board and device was ok. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
A vyaire representative reported motor fault alarm, hardware fault alarm and power board overheat on the vela ventilator. The vyaire representative reported there was no patient involvement associated with the reported event.